Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02397. The pt received her scs system for lower extremity pain. It was reported the pt felt a shocking sensation in her back and legs and she was not sure if the system was turned off. The sjm representative advised the pt to use the magnet to shut off the ipg and then use the programmer to verify it was off. The pt then reported she felt better and only had some cramping in her back and legs. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.